Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced an issue with the pod and was hospitalized for approximately two weeks. Following hospitalization, the patient's endocrinologist transitioned the patient to insulin pen therapy and recommended discontinuation of omnipod use. There were no further information available and good-faith efforts to obtain additional event details were unsuccessful.